Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in reported lot. Additional information was requested. A partially filled in questionnaire was returned. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had poor vision. The lens was exchanged one month after initial implantation for another lens of same model, but one and a half diopters more power. Additional information was requested.